Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session would not start. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of the sensor session would not start is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.